Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose. Blood glucose level at the time of the incident was 407 mg/dl. The customer was treated with the insulin pump. Current blood glucose was 179 mg/dl. Customer was using pump within 48 hours of the reported high blood glucose event. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.